Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm and the customer experienced the high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer was able to successfully clear the alarm. The troubleshooting was performed for power loss alarm and declined for high blood glucose. The insulin pump will not be returned for analysis.